Event description:
Upon receipt of devices related to (B)(4), it was noticed that the rejuvenate stem extractor was returned with the rejuvenate stem still attached. It was also noted that the knob was not attached to the threaded shaft and not returned with the device. Spoke with sales rep on (B)(4) 2012 and sales rep stated that the knob broke off of the extractor and therefore they could not release explant from the instrument and returned the pcs together.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.